Manufacturer narrative:
The suspect device is the softclix plus lancing device.

Event description:
Customer inquiries determined the lancet did not retract into the lancet device. The product is an accu-chek sofclix plus lancing device, cat# 04628349001. No report of an adverse event.